Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported, "the product was about to be used for a procedure when it snapped". No further details were provided.